Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: there was IV tubing that was spiked and immediately noticed that the medication was leaking from a connection on the IV tubing. The tubing was disconnected and a new set was used without issue. This was never hooked up to a patient, but did have a medication in the 100cc bag. Additional information received from the customer: what was the impact to the patient? Delay of care ¿ this was not connected to patient what medication was being administered and leaked. Was this a chemotherapy drug? Not chemotherapy drug, this was medication for a surgical procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25025391 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.